Manufacturer narrative:
Correction: the hardware investigation found that the reported event was related to a hardware lcd monitor malfunction issue that had an electrical failure mode. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the reported issue could be replicated and the surgeon's monitor displayed distorted picture. A new surgeon monitor was installed. A system checkout was performed after replacing monitor. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has been received by manufacturer for evaluation. Monitor powered on normally to home screen but the desktop image displayed a green noise in grid pattern and after few minutes screen turned blue. When monitor was power cycled there was no activity in monitor and after few power cycles the led on the monitor was lit but the screen was black. When all the cables were unplugged screen displayed for 30 seconds then turned black and then a no input was displayed.

Event description:
A site representative reported that while outside of procedure the navigation system became unresponsive when the system was left unused for 15 minutes. The screen was black, power button was blue and the system was unresponsive. Hard reboot resolved the issue and the system was working normally. There was no patient present at the time of the issue.